Manufacturer narrative:
The curved bipolar dissector instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. At this time, it is unknown what caused or contributed to a piece of the curved bipolar dissector instrument falling into the patient. There is no indication that the patient experienced a serious injury because of the reported issue. If additional information becomes available, the complaint will be re-evaluated.

Event description:
It was reported that during a da vinci right video-assisted thoracoscopic procedure, a piece of the plastic insulator fell off the tip of the curved bipolar dissector instrument and into the patient. The fragment was retrieved. On 11/08/2015, intuitive surgical inc. (Isi) contacted the initial reporter and obtained additional information regarding the reported event. The customer reported the surgeon was performing subcarinal lymph node dissection when the instrument broke. The fragment was retrieved laparoscopically during the da vinci surgical procedure. No intraoperative collisions were reported. No post-operative x-rays were performed. No video recording was available for review. The initial reporter also indicated that no patient harm, adverse outcome, or injury occurred as a result of this incident. It was also reported the procedure was converted to open because of a small hematoma on the pulmonary artery and because the patient had to be on pressors during the insufflation. The patient has not returned due to post-operative complications as a result of the reported event.